Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 2+. After the clip was deployed, a blood clot was observed in the right atrium, at the septum. Heparin was given and the thrombus was monitored while a new cds was advanced to the mitral valve. The cds was carefully advanced to prevent the thrombus from traveling to the left atrium. Grasping was performed; however, the gradient increased to 9-10mmhg. The leaflets were un-grasped and gradient returned to baseline. The clip was not implanted and the cds and steerable guide catheter (sgc 80529u246) were removed. One clip was implanted, reducing the mr to 2+. The transseptal puncture was closed with an amplatzer device to prevent the clot from traveling to the left atrium. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, a definitive cause for the reported thrombosis in this incident could not be determined. The reported patient effect of thrombosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.